Event description:
It was reported that during a scheduled filter retrieval, the marker band on the sheath of the recovery cone moved proximally on the sheath. Reportedly, upon advancement of the sheath, it was identified that the marker band was not at its intended location. Another recovery cone was used to successfully remove the filter. There was no report of injury to the patient.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. There was nothing found in the records to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number. The device has not been returned for evaluation. The event investigation is currently underway.